Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n268536, implanted: (B)(6) 2010, product type: accessory. Product ID: 3550-p4, lot# n267206, implanted: (B)(6) 2010, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial#,(B)(4)) found the connector pin was broken. The cable assembly with the broken connector was replaced.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient's recharger was not charging. The patient thought their connector pin broke a couple of days prior to the report. The patient had a loss of therapeutic effect. The patient had pain in their back because they could not charge their recharger and use their therapy. The therapy did help the patient. It was further reported that there was a broken connector on the patient's desktop charger. The desktop charger was returned and analysis confirmed the connector pin was broken. The cable assemble with the broken connector was replaced. Additional information has been requested regarding the resolution of the patient's pain, but it was not available at the time of this report. If additional information is received, the event will be updated and a follow-up report will be sent. The patient's medical history was not available at the time of the report

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.